Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2013; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (unknown concentration or dose), fentanyl (unknown concentration or dose), and bupivacaine (unknown concentration or dose) via an implantable pump for spinal pain. It was reported that the patient's old pocket site was swelling. Fluid was removed from the pocket and it filled back up again (previously the pump was moved from the abdomen to the back - see pe (B)(4)). There were no known factors that may have led or contributed to the issue. It was noted that the fluid was leaking from the old catheter (that was previously tied off and left in the patient - see pe (B)(4)) into the patient¿s abdomen. The old catheter was found, and re-tied off. The physician tied multiple knots with the catheter then tied a silk around the catheter, folded it over and tied it again with silk. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.